Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose due to cannula bent. The customer¿s blood glucose level was 541 mg/dl. The customer was reported that the insulin pump was not on auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.